Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to difficulties reaching the pump as it was malpositioned. The pump was repositioned from the right to the left side of the scrotum. There were no patient complications.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.